Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
The complainant reported operational malfunctions involving a pinnacle tpn management system. According to the report, the unit delivered inaccurate volumes during total parenteral nutrition (tpn) compounding. In one example, the system was programmed and calculated for eight (8) tpn bags; however, the device dispensed quantities sufficient for only seven (7) bags. The discrepancy was identified during the facility's double-check verification process prior to patient administration.